Event description:
A call to technical services was made on (B)(6)2013 stating that lv lead impedance > 2000 ohms. The past 3 lv lead impedances were > 2000 ohms. The presenting electrogram from today did not upload so the last presenting electrogram was from (B)(6)2013 which shows some low-level noise on the lv lead about midway through the electrogram. Pacing inhibition not noted as timing decisions are based off of the rv channel. The physician was dr.(B)(6) at(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).